Event description:
A peritoneal dialysis (pd) patient reported a cycler will not turn on. This occurred before step 1 of setup. The patient was not connected during incident. Display was blank. There was not a power outage and there was not an outlet issue. The power cord was securely plugged in. Power switch was in the on position. The patient switched cycler on and there were lights on the stop, ok and up/down keys. The patient was advised to follow up with the nurse as the patient did not have manual supplies available. The fresenius technical support representative advised the patient that the cycler would be replaced. There was no patient involvement, no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but no data has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The lcd cable was found to be damaged and the rs232 was found to be disconnected during the inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.